Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were charging their implanted neurostimulator and felt the stimulation stop so they looked at the handset and saw a message that a problem had occurred and to call mdt. Patient did not document specific details of the message.  Patient noted it took 4 hours to get the implant up to 70%, as they had excellent for a while and then good, and they were hurting so bad from having to twist around to hold the recharger over the implant so they turned the therapy on.  Patient said it is now really hard to get to the implant and they lay on their back on the bed and are constantly having to reposition the recharger and to reach back to their left side with their right arm is very complicated. Patient added the belt is the hardest thing to keep still and they are a little over 200 lbs and they have a bad shoulder, so it is devastating for them and they are so disappointed and think the surgeon should move the implant to the right side. Patient does have husband help them place the recharger over implant; agent reviewed recharger best practices. Patient commented that they will hurt for the rest of the afternoon after the charging process today.  Patient reported therapy was off (confirmed they turn it on on an as needed basis) and neurostimulator was at 30% and communicator at 100%. Patient noted the recharger was currently on charging dock and 2nd battery indicator light was flashing green and then showed 2 solid green lights when removed from dock. Patient then placed recharger in belt and over implant and reported excellent and then good and then excellent connection. Agent advised patient to document if any further messages appear and call back for further troubleshooting, if needed. Agent redirected to hcp to further address patient's question regarding implant site.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.